Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients were being inactivated without any reason. A technical support specialist found that the auto deactivate patient option had been enabled, which was causing patients to be inactivated. The option was disabled to prevent this issue from occurring again. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, patients were being inactivated without reason. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.